Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited unexpected fluctuations in the remaining longevity. At the (B)(6) 2023 check, the longevity was 14 years remaining before the pacing mode was changed to vvi. Before the (B)(6) follow up, the remaining longevity had been about 12 years. Now in (B)(6), it was 11.5 years. The physician questioned why the longevity was not decreasing in a linear fashion. Technical services discussed that the remaining longevity would update dynamically based on changes in system demands. For example, changes in outputs, pacing percentages, impedance, and sensing. The device has been implanted since (B)(6) 2020, the current longevity remaining is 11.5 years, this would be in line with expected longevity remaining. A save to disk would be required to assess battery power consumption in greater detail. No adverse patient effects were reported. The device remains implanted and in service. Additional information was provided. A lead revision was planned as both the right atrial (ra) and right ventricular (rv) leads exhibited high, out-of-range pacing impedances at greater than 3,000 ohms. The chronic leads were surgically abandoned and a new rv lead was implanted. During the procedure, staining was observed in the pacemaker header and the physician was concerned with the integrity of the device. Therefore, a new pacemaker was implanted with the new rv lead; the ra port was plugged and no new ra lead was implanted at this time. No additional adverse patient effects were reported outside of the surgical intervention. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited unexpected fluctuations in the remaining longevity. At the (B)(6) 2023 check, the longevity was 14 years remaining before the pacing mode was changed to vvi. Before the (B)(6) follow up, the remaining longevity had been about 12 years. Now in october, it was 11.5 years. The physician questioned why the longevity was not decreasing in a linear fashion. Technical services discussed that the remaining longevity would update dynamically based on changes in system demands. For example, changes in outputs, pacing percentages, impedance, and sensing. The device has been implanted since (B)(6) 2020, the current longevity remaining is 11.5 years, this would be in line with expected longevity remaining. A save to disk would be required to assess battery power consumption in greater detail. No adverse patient effects were reported. The device remains implanted and in service. Additional information was provided. A lead revision was planned as both the right atrial (ra) and right ventricular (rv) leads exhibited high, out-of-range pacing impedances at greater than 3,000 ohms. The chronic leads were surgically abandoned and a new rv lead was implanted. During the procedure, staining was observed in the pacemaker header and the physician was concerned with the integrity of the device. Therefore, a new pacemaker was implanted with the new rv lead; the ra port was plugged and no new ra lead was implanted at this time. No additional adverse patient effects were reported outside of the surgical intervention. The explanted device was expected to be returned for analysis.